Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 29/may/2024.

Event description:
Healthcare professional reported right side "radial folds", "cysts", "collection [of fluid]", and "rupture." The device has been explanted.

Event description:
Healthcare professional reported right side "radial folds", "cysts", "collection [of fluid]", and "rupture." The device remains implanted.

Manufacturer narrative:
Continued: a.4. Weight: 62.3 kg e.1. Phone number: +(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
The device has been explanted.